Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18, reported event of stent kink. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Stent was loaded on the delivery system when received. Visual evaluation found that the stent was creased near the proximal tip and was kinked in several location. The proximal tip of the stent was deformed from being crushed against the distal end of the push catheter. A functional evaluation was performed, further creasing on the stent was noted and the stent failed to deploy. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the catheter and stent and will result to failure to deploy the stent. Therefore, the most probable root cause is 'operational context.' A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, after unpacking the device, the physician mounted the stent into the delivery system without resistance. During the procedure, when the physician tried to release the stent, it could not be released. They then pulled the inner catheter to release the stent, but strong resistance was met and the inner catheter would not separate from the stent lumen. The complaint device was removed with the stent still mounted on the delivery system. After the removal, the stent was found to be accordioned-deformed, and was stuck onto the guide catheter of the delivery system. The push catheter of the delivery system was also found to be "accordioned/deformed". The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, after unpacking the device, the physician mounted the stent into the delivery system without resistance. During the procedure, when the physician tried to release the stent, it could not be released. They then pulled the inner catheter to release the stent, but strong resistance was met and the inner catheter would not separate from the stent lumen. The complaint device was removed with the stent still mounted on the delivery system. After the removal, the stent was found to be accordioned-deformed, and was stuck onto the guide catheter of the delivery system. The push catheter of the delivery system was also found to be ¿accordioned/deformed.¿ the procedure was completed with another advanix¿ biliary double pigtail stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "good".